Event description:
The account reported, an architect i2000sr troponin-I result of 0.11 ug/l on a patient in 2006. The same patient was redrawn six hours later and the result was 0.37 ug/l. The account uses a cutoff of 0.3 ug/l for the decision to send patients for further testing. The patient was sent to the hospital for coronary angiography the next day. The hospital performed troponin-t testing on the patient, which was found to be less than 0.01 ug/l. No patient injury was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.